Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced 3 infusion sets cannula being kinked event on 09-may-2024. The cannula was noticed to be kinked within 3 or more hours of insertion after being in use for 1.5 hours. The site of insertion was at abdomen the patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level was 600 mg/dl and was treated with correction injection via mdi. The event was resolved by replacing infusion set and resuming insulin. Unomedical do not see kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 3.